Event description:
It was reported that during a tonsillectomy procedure the coblator ii flow valve unit was not functioning, preventing saline flow. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.